Manufacturer narrative:
The devices involved in the event have not been returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model#: not reported / lot#: not reported / dom: n/a / exp: n/a (qty. 2). (B)(4).

Event description:
Treatment of a small aneurysm measuring (8mm x 6mm) located in the ophthalmic segment of the right ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. Due to the challenging distal landing zone that had a wider to smaller shape, three pipelines were to be implanted in the patient. After successful placement of the first two pipelines, the third pipeline could not be released from the capture coil and it was pulled into the marksman and the entire system was retrieved from the patient. The patient was successfully treated with another pipeline (5.00mm x 12mm) in order to seal the proximal end of the pipeline construct. Post procedural imaging was fine and the patient was discharged the following day. The patient experienced a distal intraparenchymal hemorrhage 8 days post procedure and subsequently expired on (B)(6) 2014. The cause of the hemorrhage was unknown. The bleed was on the same side as the procedure; however, the location of the bleed was more distal to where the procedure was performed. Same patient as MDR # 2029214-2014-00259.